Manufacturer narrative:
The patient sample initially resulted as 8.07 pg/ml and this value was reported outside of the laboratory as <20 pg/ml. The patient result was revised to 8933 pg/ml. Another tube of the patient sample was tested, resulting as 8929 pg/ml. Another repeat of the sample resulted as 9369 pg/ml. It has been confirmed that the correct date of birth for the patient is (B)(6) 1954 and that the patient was (B)(6) years old at the time of the event. Medwatch field age at time of event has been updated.

Manufacturer narrative:
The customer encountered quality control issues between (B)(6) 2015 and (B)(6) 2016. This indicated that there was an issue with the analyzer. The field service representative later replaced a mixing paddle. As a preventive measure, he checked the liquid level detection voltage monitor, checked mixer height, and checked mixer rotational speed. A specific root cause could not be determined based on the provided information. No further issues have occurred since completion of service activities.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Age at time of event - an age of (B)(6) was provided for the patient, but this does not match the provided date of birth. A clarification has been requested. Component code - device subassembly = "p nozzle box 3".

Event description:
The customer stated that they received questionable results for a total of two patient samples tested for n-terminal pro b-type natriuretic peptide (probnp) on an e411 analyzer. Of the two samples, one sample had an erroneous result that was reported outside of the laboratory. The customer also mentioned that they pulled data from 01/01/2016 to 06/09/2016 and determined that 1500 patient samples were tested for probnp during that time period. The customer stated that approximately 75 of these samples had probnp results of < 20 pg/ml. The customer pulled up the history of these 75 patients and 12 of these patients had a history that may indicate that they would have an elevated probnp result. No specific patient data was provided for the mentioned samples. The patient sample in question had an initial result of < 20 pg/ml, which was reported outside of the laboratory. A family member of the patient questioned the result because of the patient's history. The laboratory then pulled the sample and repeated it. The repeat result from the sample was 8,933 pg/ml and this value was believed to be correct. The patient was not adversely affected. The probnp reagent lot number was 18758803, with an expiration date of 01/31/2017. The field service representative determined that the analyzer "p nozzle box 3" was misadjusted. He adjusted the "p nozzle box 3" and replaced an anti-static brush. He found that the high voltage was outside of specifications and he adjusted this. He ran performance testing and this passed.